Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the cna unplugged the device to take a patient to the restroom it sparked, and she stated she felt it in her finger. There was no burn on her finger but the prongs on the plug were blackened. The customer initially stated that their environmental services department "checked the plug in and there was no problem there", however subsequent information from their biomed department suggests that there may be an issue with their power outlets with some of them not making a good ground connection, and that some of the outlet faces are broken out by the ground pin causing a poor ground.

Manufacturer narrative:
The affected power cord photograph was provided; however a fault conclusion could not be determined with only a picture. No further investigation of this event is possible at this time. The root cause of the customer¿s complaint of a spark exhibited after unplugging the pcu could not be determined since the source device and power cord was not returned for the investigation.

Event description:
The customer went live on (B)(6)with ten devices; reportedly this device had an issue with the plug sparking when unplugging it from an outlet. The cna unplugged the device to take a patient to the restroom. It sparked and she stated she felt it in her finger. There was no burn on her finger but the prongs on the plug were blackened. The customer states that their environmental services department checked the plug in and there was no problem there.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.